Event description:
The distributor contacted animas on (B)(6) 2013 alleging air bubbles in the cartridge resulting from issues with the lubrication of the cartridge. The distributor reported that this was an issue with several cartridges from the same lot number. The distributor reported that this issue caused the patient to experience hyperglycemia of an unreported measurement and no reported symptoms suggestive of hyperglycemia. There was insufficient information provided to determine if there was a reportable adverse event associated with this complaint. This complaint is being reported because the user reported air bubbles forming in the insulin cartridge due to a lubrication issue with the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).